Manufacturer narrative:
(B)(4). The customer returned one used super arrow-flex sheath for investigation and one sealed pouch of product cl-07645. The returned sheath was visually examined with and without magnification. The returned sheath appears to be used as biological material was visible along the sheath body exterior as well as at the sheath tip. The sheath body is separated. Microscopic examination of the point of separation revealed evidence of stretching. The inner coils are unraveled and the shrink tubing is stretched and narrows at the point of separation. The coil wire is intact. However, the shrink tubing has separated. Microscopic examination of the shrink tubing on the distal side of the sheath revealed that the material shows signs of twisting as the material is raised and twisted near the point of separation. The point of separation on the shrink tubing shows white discoloration indicative of stretched material. No other defects or anomalies are observed. The returned sealed pouch was opened and the sheath was examined. The pouch was received folded in half. The location where the product was folded shows offset coils. No other defects or anomalies were observed. The sheath body shrink tubing is separated approximately 32.6 cm from the distal tip. (Con't) other remarks: a device history record (DHR) review was performed on the sheath with no relevant findings. The instructions for use (IFU) states, "do not apply excessive force in removing guide wire or sheath/dilator. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance and request further consultation, if necessary." The IFU also indicates, "some disinfectants used at sheath insertion site contain solvents which can attack the sheath material." The IFU also contains a list of sheath removal advisories and warns the end user, "be careful not to cut the sheath." The reported complaint of a broken sheath was confirmed based upon the sample received. The sheath was found to be torn and unraveled with evidence of stretching and twisting visible in the shrink tubing material. A DHR review was performed on the sheath with no evidence to suggest a manufacturing related cause. Based upon the observed damage and the time of discovery, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports that the sheath broke/ruptured inside the patient.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer reports that the sheath broke/ruptured inside the patient.